Manufacturer narrative:
Product analysis found residue consistent with biological contaminates on the device. The cuff was inflated and leaked immediate ly. There was a puncture suggesting damage likely occurred due to over inflation, insertion of objects, or biting forces. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the tube had a leaking catheter balloon during the procedure. The procedure was completed with backup product. There was no patient impact.